Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Microscopic inspection of the lead found cam impression consistent with the use of a swift-lock anchor and a kink on the outer tubing where all the internal wires were broken. The root cause of the fractures is unknown as there were no reports from the patient of any falls, trauma or accidents. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.